Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a histologist with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately two months post replacement of the ICD, and approximately two years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned with no additional information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant product: 694965 implantable tachy lead implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
No eval explain code.